Event description:
It was reported that an occlusion alarm occurred. The customer blood glucose (bg) level displayed as "high"; however, specific value was not provided. The customer addressed the bg with a correction insulin by injection and continued using multiple daily injections; technical support confirmed pump delivery was working with a 5-unit test bolus and advised customer to replace infusion set and contact support if further occlusions occurred.